Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the self-test failed. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time. H3 other text : device is end of life / end of support.